Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence. The device was removed. It was identified that there was a large air bubble in the balloon indicating a fluid leak. The device was replaced. No further patient complications were reported.